Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was an attempted implant due to the patient's high defibrillation thresholds (dfts). Subsequently, the device was retrieved from archive for further analysis testing.